Event description:
Hcp reported patient presented in july 2005 with the following signs of infection: redness, swelling, pain, incisional wound opening and drainage around the device pocket. A culture of the device pocket was obtained. The patient did not have meningitis. The patient was treated with oral and IV antibiotics and had a total device system explant. The infection is ongoing.

Event description:
Hcp reported infection at generator site. The device was explanted and returned to the MFR for analysis.